Manufacturer narrative:
Investigation is complete. B5 and h codes updated to match investigation results.

Event description:
It was reported by the user facility that one of their devices has a brakes issue. The customer performed their own repairs and did not document model or serial number information prior to returning the device to service.

Event description:
It was reported by the user facility that one of their devices has a brakes issue. The user facility did not provide device information at the time of reporting the event. Attempts have been made to ascertain the model and serial numbers of the device but the user facility has not responded to these attempts at this time.